Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller was guided through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully initiated their sensor session.